Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that a patient reported his water vapor therapy procedure did not work. The healing process from the procedure over the next 5-6 weeks caused scarring that reduced the urethral passage way even more.